Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the tissue pad was detached off out of the patient. No pieces were left inside the patient's body. An error five was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis